Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 325mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. The customer stated that the insulin pump had a blank display when asked if the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also added that they received the safe notification letter in regards to the drive support cap, and stated that the insulin pump's drive support cap has popped out for some time and they have just been pushing it back in. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However all buttons did not respond due to corroded keypad traces. No blank display noted. Time advanced properly. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. Customer put adhesive on drive support disk. Unable to verify loose/protruded drive support disk due to adhesive. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.